Event description:
Unomedical reference number (B)(4). Event occurred in denmark. On 19-may-2023, it was reported that the patient's infusion set's tubing detached close to the site location at night while the patient was sleeping. The site location was patient's top right buttocks, and the pump was in the right side. Moreover, the infusion had been used for two days. Reportedly, the infusions were stored inside house drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.